Event description:
Report of explant of the device system due to "infection" received per annual device tracking report. Follow up with hcp revealed symptoms of redness, swelling, drainage, and incisional wound opening. Staph aureus was cultured from the device pocket. The pt was treated with device system explant and IV and oral antibiotics. The infection has resolved. The pt had risk factors of debilitated status, malnutrition and extremely thin.